Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular lead was surgically abandoned as it was capturing the right ventricle even though it was in the coronary sinus. This lead was successfully replaced. No additional adverse patient effects were reported.